Manufacturer narrative:
Additional information was received that the patient was explanted. Additional suspect medical device components involved in the event: model: sc-1110-02, serial: (B)(4), description: precision implantable pulse generator. Explanted devices will not be returned to bsn as they were discarded by medical facility. Additional information was received that the patient continued to struggle with infection and pus was present at the paddle lead site. The physician explanted the patient and performed a laminectomy. The patient was placed on a vancomycin drip and referred to an infectious disease physician. A review of the manufacturing documentation revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing. A review of the sterilization documentation found them to be satisfactory.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection at lead site incision. The symptom was oozing. The physician does not believe the infection is device or procedure related. The patient was given oral antibiotics and is responding well.

Event description:
A report was received that the patient had an infection at lead site incision. The symptom was oozing. The physician does not believe the infection is device or procedure related. The patient was given oral antibiotics and is responding well.